Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and resulted in the pump shutting off. The customer¿s blood glucose (bg) value was "high"; specific value not provided. The customer was able to turn the pump back on and a bolus was delivered via the pump to address the elevated bg. The customer continued to use the pump for insulin therapy.